Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -5.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced pigment dispersion. On (B)(6) 2022 additional surgical intervention (yag pi) and medical intervention ( pred forte, timo comod, lotemax) were performed/perscribed prior to icl explantation. It was reported that elevated iop: 20mmhg was assessed. On (B)(6) 2022 the lens was explanted and the problem resolved. Status of the eye (signs/symptoms) at last visit: bcva: 20/20; ucva: 20/20; iop: 16mmhg; ac quiet and deep. The cause of the event was reported as unknown.